Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced soft tissue complications at the implant site. The patient was treated with antibiotics (date and type not reported), however, the issue could not be resolved. The patient underwent revision surgery under general anesthesia (date not reported) to replace the abutment. Additional information has been requested but has not been made available as of the date of this report, march 13, 2017.